Event description:
Patient used the homechoice cassette for 2 nights in a row. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the patient's nurse.